Manufacturer narrative:
Concomitant products : dtba1d1 ICD, implanted (B)(6) 2016; h601h31 heart ring, implanted (B)(6) 1997. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the pacing impedance was high since (B)(6) 2016.

Event description:
It was reported that the patient experienced the return of symptoms associated with congestive heart failure (chf) - specifically, increasing shortness of breath and lower extremity edema - after a routine device replacement procedure. The left ventricular lead had high impedance and high threshold, and an x-ray revealed the lead pin was not fully inserted into the device header. The device set screw was not visible when the physician opened the pocket, and the pin fell out of the header. The pin was re-inserted and the set screw re-tightened, the testing was satisfactory, and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.